Manufacturer narrative:
(B)(4). This complaint for a report of a leak was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during dwell. The home patient (hp) stated that the heater bag had disconnected earlier that night. She reconnected the bag after fluid spilled out, and then continued therapy until this alarm happened. The technical service representative (tsr) helped the hp to stop therapy early and informed her of the danger of continuing therapy after a bag has disconnected. The hp would call her peritoneal dialysis registered nurse (rn) later that morning to inform the rn of what happen and ask for advice on what to do. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the hp on (B)(6) 2012. She stated that the bag had disconnected as she had not tightened the connection all of the way. She stated that this was due to use error alone, and there were no allegations made against any of baxter's products regarding the disconnection. She stated that she knew it was not correct to reconnect the bag. She had spoken to her nurse about the event and she was given antibiotics as a preventative measure. Therapy has been going well since, and there were no adverse effects reported in relation to this event.